Manufacturer narrative:
Device name: cook spectrum minocycline / rifampin impregnated triple lumen central venous catheter set common name: product is not for sale in the united states. However, a procode was chosen for a same/similar device that is sold in the united states. Concomitant products: arrow cvc wire. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a subclavian cvc insertion procedure was performed on a patient for medication and tpn delivery. It was reported that while advancing the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter (cvc) and removing the wire guide simultaneously; resistance was felt and the wire guide was found to be stretching, lengthening or otherwise unfurling. The physician punctured the vein during the first pass and inserted the guide wire without any resistance. The tract was then dilated without any force and an attempt was made to insert the cvc over the guide wire. That is when the stretching of the wire guide was noticed. The physician took the cannula from the set and "railroaded" it over the wire to remove the wire from the patient intact. The wire was never pulled through the needle. A wire guide from a competitor was used to insert the cvc without any difficulty. The cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set continued to be used without any issue and the patient is reportedly fine.

Event description:
No new event information to report.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The complainant returned the complaint device in a used and damaged condition. The complaint device is a double-flexible wire guide where the proximal end is the end closer to the single ink mark. The proximal end is very floppy implying that the safety wire has internally separated from the proximal weld. This was confirmed with a magnification lens. There is elongation visible on the coils starting approximately 15.1cm from the proximal end, so the wire guide length cannot be correctly compared to specification. The tension at the distal end is intact. The flex length is 12.5cm at the proximal end and 1.2cm at the distal end instead of the expected 7cm at both ends, implying that the mandril has migrated from the center toward the distal end. This migration is likely to have occurred during withdrawal due to the internal weld separation. There is no surface damage visible at the welds. The coil outer diameter was measured to be within specification. Investigators could not recreate the reported failure mode since the catheter involved in the failure was not returned. A review of the device history for lot number lot 8998264 showed no non-conformances. The related subassembly lot ic8766588 was also reviewed and also showed no related non-conformances. A review of complaint history revealed no other complaints associated with the complaint device lot number (8998264). The instructions for use (IFU) provides the following information in consideration of the reported failure mode: precautions: standard seldinger technique for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter. Instructions for use: prepare the catheter for insertion by flushing each of the lumens and clamping or attaching the injection caps to the appropriate extensions. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. Introduce the central venous catheter over wire guide. While maintaining wire guide position, advance catheter into vessel with a gentle twisting motion. After catheter is in position, remove wire guide. The customer reported no issue with the wire until the catheter was introduced over the wire and no issue with the catheter after switching to a new wire, so the issue is likely to be related to the wire guide. It is unknown what caused the proximal weld to separate from the safety wire. The wire guide was not withdrawn through a needle so use error is not suspected. It is possible that the wire guide caught on the needle during its introduction or caught on the catheter tip as it was being withdrawn, but these cannot be confirmed without additional imaging or examination of the catheter distal tip for damage. A manufacturing cause of failure is not suspected since relevant dimensions on the returned device were found to be within specification, no other complaints or related non-conformances were found under the lot, and this product is verified to resist damage by flexing and tensile force. Customer complaint was confirmed. The cause could not be established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.